Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. UDI not available as the specific upn is ous only and not for sale in the united states.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however, after some inversions of spline, the catheter could not be deployed in correct flower neither basket shape. The procedure was performed under general anesthesia and the procedure was completed, but not according to the full protocol. No patient complications occurred. The device is not expected to return for laboratory analysis since it was disposed. The event is being reported due to the incomplete completion of the procedure due to the inversion of the farawave nav catheter.